Event description:
Customer's mother reported that she notices bubbles in the reservoirs from the o-rings due to possible leaks. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.